Event description:
Customer reported she changed the infusion set and attempted to push insulin through the tubing and it wouldn't go through, customer used anther infusion set. Customer attempted to a manual prime and the insulin pump alarmed no delivery. Customer used a new infusion set and reservoir. Customer stated she thinks the issue was with the infusion set. Customer's blood glucose was 126 mg/dl. Customer declined troubleshooting because she was concerned with germs. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.